Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. No off no power anomaly, no failed battery test, no weak battery, and no low battery alert noted. The insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
It was reported that the customer received a motor error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.